Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with complaint of decreased heart rate. Review of the merlin.net transmission revealed post-paced t-wave oversensing on the freeze capture. Post-paced t-wave oversensing was noted on the ventricular channel. The patient did not receive therapy during the oversensing. Dtf and programming changes were recommended. Recommended programming changes were made. The patient was stable during and after the event.